Event description:
On (B)(6) 2009, the patient reported that a couple of weeks ago, she tightened the adapter and tubing to the insulin cartridge prior to inserting it into her infusion device and insulin spilled into the cartridge chamber. She stated she is unsure if the luer lock connection was cracked or if it was not tightened enough. She discarded the infusion set at issue. She said, she dried out the cartridge chamber with a cotton swab. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.